Event description:
Customer reported wearing the insulin pump into the ocean. Customer reported that the insulin pump went through the battery test, returned a battery out limit, and the buttons were unresponsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. Traces of corrosion were noted at the lcd assembly during the visual inspection. The device was received with cracked case at display window corners and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.